Event description:
Capture block locking mechanism froze up. The system can still be used but it needs to be repaired as soon as possible. 4/29/1998 call to clinical specialist. Per pmi clinical specialist, the capture block is stuck in the unclamp mode. She stated that the pump still "clicks" in place, it doesn't walk out. The unit is very dirty. She stated she cleans the unit every time she is at the site, she thinks they are slitting the diaphragm and she doesn't know why. She said she has observed several unsterile/unsanitary practices at this site. On 4/29/1998 talked to "du" supervisor: this is an old style, metal capture block. It is a possibility that the pump could walk out of the housing. Can replace or rework. Memo to pmi tech service to advise route that will be taken.